Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The bag-to-vent microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, mechanical ventilation did not start when clinician switched from manual mode to mechanical mode. The case was reportedly completed in manual mode with no further reported complaint. There was no reported patient injury.